Event description:
It was reported intermittently that insulin drips were not observed to be exiting the tubing during the load fill process. Customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Customer gave a correction bolus via the pump to address bg level. Reportedly, multiple cartridge changes were performed to address the issue and insulin delivery was resumed.